Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures present when the proglide plunger was removed¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both femoral arteries was attempted with proglide devices, using the pre-close technique, via a 6f sheaths prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure. Reportedly, in the right femoral artery, the suture of the first proglide device was successfully preplaced. Another proglide device was used and no sutures were present when the proglide plunger was removed. The sutures of an additional proglide device were successfully preplaced. Reportedly, in the left femoral artery, the suture of the first proglide device was successfully preplaced. Another proglide device was used and no sutures were present when the proglide plunger was removed. The sutures of an additional proglide device were successfully preplaced. The sheath was upsized to 18f and the pevar procedure was completed. Hemostasis was achieved at both access sites using the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.